Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized due to diabetes ketoacidosis and an infection. The customer's blood glucose was between 300mg/dl-550mg/dl, treated with manual injection and set change. The pump was removed during the hospitalization and was treated with insulin drip. Customer's current blood glucose was 170mg/dl. The customer was transported to hospital by the paramedics. The customer was advised to monitor blood glucose and will be sent new sets.